Event description:
It was reported that the pca total hip was revised due to recurrent dislocation. Pt had a trident cup with the above constrained lined implanted with a good post op recovery & satisfactory outcome.

Manufacturer narrative:
Add'l info, has been requested and if received, will be provided on a supplemental report.